Event description:
The bact adapter caps enable blood culturing from bact bottles. Threads in the adaptor cap hold the needle end of a butterfly attachment for blood collection. When the nurse went to perform the blood culture, the adapter threading was defective and the nurse stuck their finger with the needle which had blood on it. The nurse did not require any medical treatment.